Event description:
Rec'd notice of complaint concerning above product via phone call from royal society of medicine. Spoke with chief technician at the facility who reports 3 events in which a leak occurred at the pump segment to pump adapter (post). All of the events occurred in the beginning of the treatment. The reported blood loss was 20-50cc. All three pts were reported as stable and did not require medical intervention. The lot number of the suspect bloodlines is one of the followingl r8h073, r8h119 & r8e099-these were the available lot numbers at the time of the event. The only actual sample available is the line from the event on 2/18. Medwatch forms have been filed based on bloodloss only. A response letter and mailer have been sent to the facility.